Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on this ra lead on stored events. There were a few oversensed noise signals. The patient is 0 percent a paced. The patient will be closely monitored and the lead remains implanted.